Event description:
I applied this dressing to my incision 5 weeks post-op. I applied it after my shower before going to bed and awoke to a horrible reaction. I have a rash combined with blistered skin, my closed incision is now seeping fluids. I have a known adhesive allergy to certain types of acrylic based adhesives, I do not have an allergy to silicone. These are labeled as 100% medical grade silicone. My physician has put me on 3 medications to combat the reaction and potential infection.